Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 279 mg/dl, which was treated with manual insulin syringe. During troubleshooting for motor error and high blood glucose, customer was able to complete rewind sequence, no air found in tubing, insulin did exit tubing, pump was not exposed to magnetic field, customer does not use sensor features, and drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced due to motor error alarm. No further information provided.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime unit during prime/a33 test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with broken battery tube threads, minor scratched display window, cracked case near lcd window corner, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, stained address/serial number label and end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).